Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by power issue. The field service engineer removed the defective apc ups battery backup, then plugged the aio and the drawer unit into the wall electrical outlet. Issue resolved. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank mini cubex was powered down. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.